Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 28-dec-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon the investigation of this incident, the technical support specialist confirmed with the customer to close this case and stated that if the user needed further assistance, the user could call back and create a new case.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es unable to override medication from pyxis machine. The customer stated that the malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.